Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On december 16, 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter issue began in early (B)(6) 2016 (exact date and time unknown) when she alleged obtaining a blood glucose reading of 113mg/dl using the subject meter compared to a reading of 75mg/dl using another meter (unknown brand), both readings within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan¿s criteria for accuracy. In a related complaint the patient also alleged obtaining results of 110 and 130mg/dl using the subject device which the patient felt were high compared to her feelings and/or normal results. The patient stated that she manages her diabetes using insulin (self-adjuster) and reported increasing her dose of insulin in response to the readings obtained. The patient claimed experiencing symptoms of ¿shaky and light-headed¿ approximately 1 hour after the alleged issue began, although it is unclear if the patient received any form of medical intervention in response to the reported issue. The patient confirmed that her blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The csr noted that the patient did not have any control solution. Return of the subject device for investigation was requested and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.